Manufacturer narrative:
An engineering evaluation for the returned device (vbc101502/13521562) has been performed. The investigation stated the device was cut and returned in two segments. The constrained endoprosthesis, and distal catheter components, and a segment of catheter tubing approximately 39mm in length comprised one segment, and the remainder of the delivery system comprised the other. The endoprosthesis was compressed from the proximal end, exposing approximately 6cm of the distal shaft on which it was mounted. Approximately 21mm of the braided constraining line¿s outer layer had been compressed/deployed. 7 apices of the nitinol stent frame near the proximal end had become delaminated and distended from the remainder of the endoprosthesis. The stent frame¿s struts were compressed and protruding outward through the braided constraining line¿s inner layer over the region approximately 7mm to 22mm from the proximal end of the endoprosthesis. No deployment line slack was present at the hub. Based on the device examination performed, no manufacturing anomalies were identified.

Manufacturer narrative:
(B)(4). The review of the manufacturing records verified that this lot met all pre-release specifications. Based on intraoperative angiography images dated (B)(6) 2015, the investigation stated that there appeared to be a right superficial femoral arterial aneurysm with abnormal vessel contour proximal and distal to the aneurysm. An up and over sheath was placed from the left to the right. A device was positioned with the leading edge just above the patella. The trailing end of the device did not appear to fully deploy. There appeared to be a focal area in the leading third of the device that was not fully expanded. There appeared to be a second undeployed device in the proximal superficial femoral artery (sfa). A balloon was inflated in the trailing end of the first device where it appeared to not fully deploy. The device deployed distal to the aneurysm appeared to have an abnormal contour similar to the shape of the vessel prior to deployment. Ballooning the length of the devices was done, the contour of the devices appeared to improve post ballooning. There appeared to be devices from the origin of the superficial femoral artery (sfa) to the popliteal artery. There did not appear to be contrast outside of the devices. There appeared to be runoff distal to the devices.

Event description:
On (B)(6) 2015, a gore viabahn® endoprosthesis (vbc101502/13521562) was to be implanted for treatment of aneurysm in the right popliteal artery extending to the right superficial femoral artery. It was stated that the device was inserted from the left common femoral artery (crossover technique) via a 10fr cordis avanti® sheath introducer and advanced in the barebacked. However, the viabahn® device could not be advanced to the target lesion due to vascular calcification. During retraction of the viabahn® device, the physician could not remove it via or together with the sheath, therefore a cut-down procedure in the left common femoral artery was reportedly performed to remove the viabahn® device. It was stated the physician replaced other four viabahn® devices in different sizes to continue the procedure successfully. The patient had a good outcome.